Manufacturer narrative:
The customer¿s report of an unrequested bolus was not confirmed. Review of the pcu event log shows that beginning at 10:24 pm on (B)(6) 2016, several unsuccessful attempts were made to program infusions but the programming for each was not completed. At 10:43 pm a bolus dose was programmed and delivered 100.022ml. The root cause of the customer¿s report of an unrequested bolus was not identified. No device was returned for investigation and no intended programming information was provided. Only a portion of the pcu event log was returned for investigation. Because the dataset was not provided, the medication and profile in use could not be identified. No devices received, log review only

Event description:
The customer reported a vague event in which there was a ticket on a pump that stated an unrequested bolus had occurred. Logs have been provided without an event date or details; no additional information is available.